Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test passed. Assisted the customer with manually priming the insulin pump, and the device alarmed motor error. The caller stated while priming, the device ran up to 19.0 units and no insulin did exit, but she did not receive any alarm. The tubing clamp was not available at time of call and the customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no off/no power, low battery, weak battery or failed battery test alarms noted. The insulin pump had button error alarm due to moisture damage on keypad traces. The insulin pump had motor error alarm during occlusion test and unable to prime during prime test due to moisture damage inside force sensor. The insulin pump passed displacement test, rewind, basic occlusion, and no delivery tests. No excessive no delivery alarm noted.